Event description:
A medwatch report was received 2/26/08 describing the following: "the pt is a female. The pt is obese. History of previous cardiac stenting procedures, severe coronary artery disease, longstanding hypertension, hypercholesterolemia and thyroid dysfunction. In 2007, pt underwent cardiac catheterization, experienced acute myocardial infarction, & proceeded to open heart procedure (coronary artery bypass graft). Pt had intra-aortic balloon (iab) pump placed during cardiac catheterization procedure. Following surgery, pt suffered acute respiratory failure requiring mechanical ventilation. The following month, pump alarmed & blood began returning through helium line. Line was clamped & pump shut off; iab was pulled. Required pressure to be held manually for 35 minutes, then double wedges applied to groin with 'elasto' dressing. Pump was not replaced. Pt continued to experience acute respiratory failure, electrolyte imbalance, jaundice, & pleural effusion. Patient ultimately recovered & was discharged for rehabilitative services."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.